Event description:
It was reported that the subject device exhibited a noisy screen. The event occurred during service/maintenance and there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported noisy image occurred due to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.